Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to reevaluation of event. (B)(4). Failure (event) observed during analysis. Analysis found insulation abrasion at 56-57.5cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.